Event description:
It was reported that there was a disposable alarm with the cadd legacy pump when new prefilled remodulin cadd cassette was applied. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
, Corrected data: h5: correction: labeled for single use: yes